Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the pt was discharged home the same day. 6 days later the pt presented to the emergency department with an "obvious" groin infection. The pt was admitted and a surgical consult was obtained. It was reported that the pt received unspecified intravenous antibiotics. The next day, the pt was taken to surgery for incision and drainage of an infected groin hematoma and repair of the femoral artery with the hematoma packed open. One day later, the pt returned to surgery for removal of the packing, debridement of necrotic material and re-packing of the site. Although requested, no additional information has become available.

Event description:
The following additional new information was received from the customer subsequent to the initial report. The arterial access site was confirmed in the common femoral artery and the closer s 6 fr. Device was deployed without difficulty. On 12/16/2002, the patient presented to the emergency room with complaints of pain, redness and a small amount of drainage from the access site. The patient was admitted and blood was drawn. It was reported that the white blood count was "normal". On 12/17/2002 a wound culture was performed, results were unavailable. The patient was discharged home from the hospital on 12/19/2002.